Event description:
It was reported that an angioplasty was being performed in an occluded fistula at the left cephalic artery. The balloon was inflated five times up to a pressure of 19 atm (contrary to IFU). The catheter separated and a snare was used to retrieve the distal portion of the catheter from the anatomy.